Event description:
A power source alert 07 was reported by the caller while using a tandem charging cable and wall adaptor. There was no reported impact on the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would start charging. The pump began to charge after being plugged into an outlet for 30 minutes and the problem was resolved.